Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 600 mg/dl range. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on 8/3/2025 with no permanent damage. Reportedly, an auto-off alarm occurred. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide. Customer continued to use pump for insulin therapy.